Event description:
The customer reported that she received a prime rewind alarm on her insulin pump. Her blood glucose was 518 mg/dl, and had not treated insulin was reportedly squirting out during the manual prime process, and continued to drip after the motor stopped. Customer was stuck in rewind complete and bolus delivery loop. The insulin pump powered off and did a countdown. During troubleshooting, the customer stated, the insulin pump was not dropped and the drive support cap was sticking out. She was advised to discontinue use of the insulin pump and revert to a back-up plan. Nothing further reported.

Manufacturer narrative:
The insulin pump alarmed a33 during the basic occlusion test due to protruded loose drive support disk. Unable to perform functional testing due to a33 alarm. The insulin pump was received with minor scratched lcd window, cracked case at display window corner, cracked battery tube threads and broken reservoir tube lip.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further info will follow once the analysis has been completed. No conclusion can be drawn at this time.